Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle won't plunge properly. The following information was provided by the initial reporter: our las estancia's clinic has had an issue with a bd hypodermic needle that won't plunge properly either direction.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-oct-2022. H6: investigation summary: two thousand two hundred twenty samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Five samples did not expel the solution, these needles are clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle won't plunge properly. The following information was provided by the initial reporter: our las estancia's clinic has had an issue with a bd hypodermic needle that won't plunge properly either direction.

Event description:
It was reported that the bd safetyglide¿ needle won't plunge properly. The following information was provided by the initial reporter: our las estancia's clinic has had an issue with a bd hypodermic needle that won't plunge properly either direction.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure.